Event description:
The user stated they had an erroneous alcohol result for one patient sample. The initial result from the patient in the ER was 162 mg per dl and was reported. The physician did not believe the result and expected the result to be higher. The physician then ordered a redraw. The redraw sample gave results of 330 and 328 mg per dl. The result of 330 ng per dl was reported. The original sample was then repeated with a result of 423 mg per dl twice. The user stated the physician did not treat the patient until the repeat result was provided. The user stated the sample was not prepared correctly and not enough time was allowed for the sample to clot. The user stated the procedure was to let the sample sit for at least 30 minutes. The field service representative determined the sample probes were slightly bent and replaced them. He also cleaned the stirrer paddles and the rinse unit nozzles. To verify the analyzer operation, he ran vertical probe adjustments, mechanism checks and precision, and had the user run qc.